Event description:
It was reported that the #1, #4 and #7 keys on a pump keypad are "stuck". It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and found the #1, #4 and #7 keys to be inoperable caused by a failed keypad. All other keys performed as expected and no keys resulted in an incorrect response or double entry. At this time, the date of event is unknown.